Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer experienced a low blood glucose level. The customer's blood glucose level was around 50 mg/dl and treated with food. Customer declined to troubleshoot for low readings. Customer had an infusion set that had blood at the site. The product was returned for analysis.